Event description:
It was reported that the patient received an elective replacement indicator (eri) message on their spinal cord stimulator (scs) implantable pulse generator (ipg) in less than six months. The patient underwent a revision procedure to explant and replace the ipg. There were no patient complications, and the patient has fully recovered from the explant procedure.